Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test with a flow value of -11.5% from the desired amount. The specification of this device is +/-5%. A corrective and preventative action has been initiated.

Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device under delivered. No reports of any pt incident involving this pump since the last baxter service event.